Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The alarm log review and functional testing revealed that the device had presented an f-38 alarm. The cause of the condition was determined to be damaged force sensing resistors (fsrs). The device was removed from service. A service history review revealed that the device has had repetitive failures related to fsrs. However, there was no indication that the parts replaced during servicing caused or contributed to the reported event. Should relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. No additional information is available.